Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently filled the infusion set tubing with insulin while attached and 10 units of insulin were delivered to the customer. Blood glucose (bg) lowered to the 30 mg/dl range. Sugar and fluids were provided by medical staff on the cruise ship to address bg. Bg elevated to 160 mg/dl after treatment. Tandem technical support reviewed the pump history and confirmed the customer had performed the load fill tubing sequence while connected to the site. .